Event description:
During meniscus repair it was reported that when the needle was pulled out after deploying t1, t2 implant fell off from the inserter needle without pushing the trigger. Although t2 and a part of the suture could be removed from the patient, t1 and the suture tie to t1 remains inside the body. Since the device was disposed at the facility, it will not be returned for evaluation. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).